Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill guide broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the junction end and black silicone sleeve show wear and damage from previous uses. Distal junction end has fractured off and was not returned with device for evaluation. Flex shaft is deformed under the black sleeve. No other damage was noted. Device has an approximate field age of 6 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.